Event description:
Fire dept was attempting to monitor a pt during a routine transport. Allegedly the device displayed a continuous right arm lead off message and a flatline. The electrocardiogram cable was replaced with no change. There were no adverse effects to the pt reported as result of the alleged malfunction.